Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 0, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise.